Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The pacing impedance measurements were noted to be stable. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.